Event description:
It was reported that patient underwent an initial total knee arthroplasty on (B)(6) 2015. Subsequent radiographs revealed the tip of the drill pin was retained by the patient. There has not been a revision scheduled to date; however, the surgeon will monitor the knee.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number, manufacture date ¿ unknown.

Manufacturer narrative:
H10-this follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.